Event description:
It was reported, the customer's insulin pump reset itself after a battery change. The customer had to program the time and date again. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.